Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned severed in two segments at 19 cm from the terminal pin. Visual inspection confirmed that the terminal leg insulation was damaged and the coils were stretched at 2.5 cm from the terminal pin. There was no evidence of pre-existing damage on the insulation and the tears in the insulation appear fresh which suggests the damage most likely occurred during removal from header. Resistance tests were completed to assess lead electrical performance of the lead segments. Measurements throughout these tests were within normal limits.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
New information received indicates that this lead was explanted.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during revision procedure for normal battery depletion, insulation damage was visually identified on this right ventricular (rv) lead. There were no clinical observations and/or product performance issues with the rv lead prior to finding the insulation damage. The procedure was cancelled and will be rescheduled. No adverse patient effects were reported. As of today, the lead remains in service.